Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient had a CT scan from top to bottom because patient could not move, could not breath, could not walk, could not get out of bed and was taken to the emergency room. Patient also mentioned muscle spasm. Patient stated these issues could have been from the device because she just had it done on the (B)(6). A power on reset code was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.